Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was pt mentioned the trial worked well for their spinal cord stimulator(scs) but the permanent scs had not provided pain relief since implant date and had actually made the pain worse for the pt and caused "mental stress." Pt said they had visited with a mdt rep. Several times since implant date and the mdt rep. Reprogrammed the pt, but the reprogramming did not give the pt pain relief. Pt said that, after the implant date, they got their staples out, but the implant site was infected and opened completely up. Pt said they were supposed to have the scs removed during the resulting surgery, but the hcp "was able to save the scs" and the scs was not removed. Pt said, last week, they had chest pain for 3 days, and then turned off their scs and the chest pain went away. Pt said they also have ankle swelling because of the scs since implant date. Pt said the scs was "making them hurt worse." Pt said they had an appointment with a mdt rep. Almost two weeks ago and the mdt rep. Reprogrammed the pt, but reprogramming did not resolve issue. Pt said they "have got to have the scs taken out" because "it was causing them mental stress." Pt said their pain is "so severe" and their "pain was not nearly this bad prior to the scs being implanted." The patient was redirected to their healthcare provider to further address the issue. .